Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous mid right coronary artery (rca). A 2.50mmx 38mm promus element plus was advance to the rca and would not cross the lesion. The physician removed the device and upon inspection, the mounted stent strut have been ¿slightly damaged.¿ the procedure was then completed with a 2.5mm x 30mm non-bsc stent. No patient complications were reported and the patient¿s status was good.